Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a large volume folfusor. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured january 22, 2018 - january 23, 2018. The device was received for evaluation containing approximately 270 ml of drug solution in the bladder. A visual inspection was performed and no evidence of flow was observed at the distal luer once the cap was removed. The no flow problem no flow was caused by drug residue blocking the fluid path/exit at the distal end of the glass capillary located inside the luer. The reported condition was verified. The cause of the blockage with drug residue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.